Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during insertion, it was discovered that the guide was broken when it was pulled out of the patient. The last piece of the guide was "stretched" and it could not be ruled out that part of the guide had come loose in the patient. The patient had to go down for an x-ray with contrast to rule this out. No additional pieces of the guide were found to be left in the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. Based on the problem description and visual inspection on the returned sample, the guidewire was found kinked and "j" tip coil unravel and detached from core weld joint. The cause to the guidewire damage was likely due to improper handling/manipulation of guidewire during product application. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.